Manufacturer narrative:
All buttons functioned properly, no damage on the keypad assembly. No button error alarm. Inspected connector on lcd and no unlock keypad connector. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot and cracked lcd window.

Event description:
It was reported the customer had a button error alarm. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).